Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 23, 2021.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and the issue could not be resolved. The device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device during the same surgery.